Event description:
Boston scientific received information this right atrial (ra) lead was found to have switched pace configuration from bipolar to unipolar at routine follow up due to a high out-of-range pace impedance measurement. Ra pace impedance measurements were reported stable over the previous year, but analysis of stored episodes noted multiple instances of noise and oversensing. The observed noise was reproducible with isometric exercise. A lead fracture was suspected but not confirmed. No changes were made to device settings as the patient's intrinsic p waves were too small to program around. The physician elected to not perform any additional investigation at this time and scheduled the patient for additional follow up in several months time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the high impedances and configuration switches continue to be observed. Myopotential testing could not recreate the ra noise but it was observed at to correspond with the patient's respirations and result in atrial pacing inhibition. A lead dislodgement was suspected but not confirmed. Lead measurements when tested in both bipolar and unipolar configuration were within normal limits and stable. The device was again programmed to bipolar sensing and sensitivity decreased to prevent future events of noise. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating this patient underwent a revision procedure at which time the physician attempted to reposition the implanted ra lead but was unsuccessful. Noise continues to be observed on the lead but the physician elected to not implant a new lead due to the number already implanted via the patient's superior vena cava. A new pacemaker was implanted during the revision procedure and programmed to dddr mode with atrial sensitivity set to minimum to provide 100% pacing. It was noted that the physician may change programming to vvir at the patient's next follow-up if noise persists. No additional adverse patient effects were reported. This lead remains in service.